Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The fixation helix was found bent. The deformation probably occurred during the implantation procedure due to mechanical stress and might have led to the suspected dislodgement. Resistance testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Apart from the bent fixation helix, no further anomalies were found. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that this lead was replaced due to unspecified lead problems. Should additional information be received, this file will be updated.